Manufacturer narrative:
(B)(4). The product associated with this report was not explanted and will not be returned to allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not rec'd the product. Therefore, no analysis or testing has been done. Inadequate weight loss is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number of the device. Device labeling address the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 pts total)."

Event description:
Pt reported: "no loss of hunger and no weight loss." Allergan medical info rep reported additional info rec'd from the pt: "the access port of a lap-band device flipped." Follow-up findings: "during a fill the doctor tried to access the port and he heard a "ting" sound, and the needle was bending. So the doctor went in surgically to the port, turned it around, placed it in the correct position, and re-sutured it with four sutures to the abdominal wall." The access port remains implanted.